Manufacturer narrative:
Concomitant products were added.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 550 mg/dl. Customer declined to troubleshoot their high blood glucose reading. Product will not be returning for analysis. The customer was not using auto mode feature during the serious injury.